Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 1812 on (B)(6) 2018, tpn 505ml was programmed to infuse at a rate of 8.1 ml/hr over 18 hours with the following rate changes: at 1915 increased to 16.3 ml/hr and at 2015 increased to 32.6 ml/hr per physician¿s orders. At 0121 on (B)(6) 2018 the entire bag of tpn was empty, although it should have lasted until 1212 on (B)(6) 2018. The rn reported that no leaks were noted. At 0220 a blood glucose was checked and was 29. The patient received two d10 boluses of 20 ml each and the blood sugar was monitored for the next 24 hours. The event occurred in med/surg. It was reported per review of the ikp data that the pump was programmed correctly and that the volume infused was 165.5 ml rather than the actual infused volume of 456 ml. However, the rn stated that 300ml had infused. There was no report of lasting harm.

Event description:
The customer reported that at 1812 on (B)(6) 2018, tpn 505ml was programmed to infuse at a rate of 8.1 ml/hr over 18 hours with the following rate changes: at 1915 increased to 16.3 ml/hr and at 2015 increased to 32.6 ml/hr per physician¿s orders. At 0121 on (B)(6) 2018 the entire bag of tpn was empty, although it should have lasted until 1212 on (B)(6) 2018. The rn reported that no leaks were noted. At 0220 a blood glucose was checked and was 29. The patient received two d10 boluses of 20 ml each and the blood sugar was monitored for the next 24 hours. The event occurred in med/surg. It was reported per review of the ikp data that the pump was programmed correctly and that the volume infused was 165.5 ml rather than the actual infused volume of 456 ml. However, the rn stated that 300ml had infused. There was no report of lasting harm

Manufacturer narrative:
The customer¿s report of an overinfusion of tpn was not confirmed. Physical inspection showed the device was in fair condition with the instrument seal intact and dull iui connectors. Analysis of the pcu event log shows that the pump module was programmed to infuse tpn pt weight (B)(6) at a rate of 8.1ml/hr with a vtbi of 8.1ml at 6:10 pm on (B)(6) 2018. Forty-three seconds later, the user paused the infusion. At 6:12 pm, the user changed the vtbi to 8.1ml at 7:12 pm, the primary infusion completed and the device transitioned to the kvo rate of 8.1ml/hr. At 7:13 pm, the user changed the rate to 16.3ml/hr and changed the vtbi to 16.3ml/hr, then started the infusion. At 8:13 pm, the primary infusion completed and the device transitioned to the kvo rate of 10ml/hr. At 8:14 pm, the user paused the infusion. At 8:15 pm, the user changed the rate to 32.6ml/hr and changed the vtbi to 456.4ml/hr, then started the infusion. At 1:19 am on (B)(6) 2018, the device alarmed for fluid side occlusion and the user restarted the infusion. The device alarmed for fluid side occlusion and the user restarted again. At 1:20 am, the device alarmed for fluid side occlusion. At 1:22 am, the user channeled the device off. The volume recorded as being infused during this period was 190.26ml. Functional testing was performed and the device was delivering fluid within specification. There were no leaks observed with the primary set. The root cause of the customer¿s report of an overinfusion of tpn was not identified.